Event description:
Information received by medtronic indicated that insulin pump had insulin flow blocked for last two days. The customer stated that they changed tubing 4 times. Customer reported smelling insulin in reservoir compartment. The insulin pump passed the self test. The customer was assisted with troubleshooting but the issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black. On july 12, 2022, the customer alleged no delivery/insulin flow blocked alarm and insulin in the reservoir compartment. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay, cracked case behind the pump at the battery compartment and cracked battery tube threads during the visual inspection. Thus software was utilized and downloaded trace/history files properly. In further full review found multiple no delivery alarms in the pump history on july 12, 2022 between 03:50:55 and 23:51:08 during bolus and basal delivery. Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No ¿no delivery alarm¿ during testing. Device was cut open to perform visual inspection and found no component or moisture damage on the electronic assembly, motor assembly, keypad assembly, force sensor and inside the reservoir compartment. The force sensor offset measured within spec range during testing (22.4 mv). In summary, pump passed required testing. Customer alleged for insulin flow blocked/no delivery alarm and insulin in the reservoir compartment was not confirmed. The force sensor is within specification. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.